Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip open while locked cannot be determined in this case. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that after deployment, the clip opened a bit further requiring additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully. After clip deployment, fluoroscopy showed that the xtr clip had opened a little. Leaflet insertion assessment was performed again which showed the leaflets remained grasped. Two additional clips were implanted to further reduce mr and to stabilize the clip. There was no other issue noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.